Event description:
It was reported that, "the patient was complaining of pain. The surgeon said the collaterals were loose. The surgeon trailed a thicker poly which gave the patient better stability. The surgeon commented that the posterior aspect of the poly was very worn. The surgeon also commented on delamination."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.